Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "puncture for removal". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation /use error: observed an opening assessed as surgical damage per rga. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "puncture for removal". The device has been explanted and replaced.